Event description:
Boston scientific received information that during this procedure to implant this implantable cardioverter defibrillator (ICD), when the physician placed the right ventricular (rv) lead, the patient went into spontaneous ventricular tachycardia. Attempts to pace the patient with the psa to terminate the arrhythmia were unsuccessful so the patient had to be externally cardioverted. No further issues were noted.

Manufacturer narrative:
The rv lead as well as all other products remain in service. Should any further information become available, this report would be updated.